Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the parent reported that the patient experienced a skin reaction involving redness, pimples or bumps, infection, and a lump beneath the sensor site. Upon removal of the sensor, the parent initially observed a small area of redness and a small lump under the insertion site, which was not considered significant at that time. Later the same day, while the patient was visiting a sibling's home in hot weather conditions and sweating, the parent noticed that the lump at the sensor insertion site had increased in size. The lump was reported to be approximately the size of a quarter coin. No fever was reported. On (B)(6) 2026, the patient was evaluated by a physician. According to the parent, the physician prescribed oral cephalexin 7.5 ml three times daily for 10 days and recommended the use of warm compresses. The physician also prescribed topical bacitracin ointment to be applied following each warm compress. A follow-up appointment was scheduled for 10 days later. At the time of the report, the patient was being monitored by the parent and was reported to be doing well. The parent stated that the patient had not developed a fever. The physician advised that ibuprofen could be administered if a fever occurred; however, this treatment had not been necessary. The parent further reported that the lump appeared to be decreasing in size. At the time of the report, the patient's condition was described as "fine." Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).